Event description:
A customer reported that the equipment did not power on prior to the procedure. The pt had already received peribulbar anesthesia. Procedures were canceled as a result of this event. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system but did not report whether the event could be confirmed or replicated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar reported for this system. The root cause cannot be determined conclusively. (B)(4).